Manufacturer narrative:
The test strips were not returned for investigation. The meter was received for investigation and was tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.6 inr, donor hct: 40% and 49%. Testing results: donor 1: masterlot / customer meter and masterlot 2.7 inr / 2.7 inr.donor #2: masterlot / customer meter and masterlot 2.6 inr / 2.5 inr.all results were within the specified maximum difference between measurements. No error messages occurred and the returned and retention material met the specification.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the customer's meter at 09:13 was 4.3 inr. The customer reported this result to the nurse who did not believe the result could be that high so she retested using her meter. The result on a nurse's coaguchek meter around noon was 3.5 inr. The customer retested on his meter at 12:43 and the result was 2.5 inr. At an unknown time, the customer was retested on the nurse's meter and the result was 3.2 inr. The result believed to be correct was the 3.5 inr on the nurse's meter. Based on the results, the customer was instructed to take 1/2 tablet of warfarin that night. He was instructed to take a whole tablet of warfarin on (B)(6) 2016, then on (B)(6) 2016 to take one and a half tablets. The customer was not adversely affected. The therapeutic range was 2-3 inr. A new finger was used for each testing. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, no direct thrombin inhibitors, and had no antiphospholipid antibodies. The suspect meter and test strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 144577) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.